Event description:
Procedure: nephrectomy. According to the reporter: during the procedure, the physician noticed the grasping force of the device was poor, and would not cut well. Another use to continue the procedure. No patient harm. Operating time not extended. No additional tissue resection ad no tissue damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).